Event description:
It was reported that bd precisionglide¿ needle had foreign matter in the hub. This was discovered before use. The following information was provided by the initial reporter: material no: 305197 batch no: 6270848 . It was reported that there is black foreign matter in the needle hub. Complaint description: black foreign matter in the needle hub.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter in the hub. This was discovered before use. The following information was provided by the initial reporter: material no: 305197, batch no: 6270848. It was reported that there is black foreign matter in the needle hub. Complaint description: black foreign matter in the needle hub.